Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by both the main cabinet and the auxiliary cabinet drawers disconnecting from the communication bus. A field service engineer restarted the station to address the problem. They had previously installed a power booster between the main cabinet and the auxiliary unit. The customer was utilizing full height drawer 7 when it began to malfunction. Consequently, field service engineer replaced the entire drawer assembly. Performed preventative maintenance on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system all drawers went offline. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.